Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received an inappropriate shock. A boston scientific technical services consultant reviewed the event and noted the signal looked good at the onset and then ventricular tachycardia (vt) began around the 30 second mark but self terminated. The sensing profile switched and t-waves became visible which continued until the shock was delivered. The consultant recommended further evaluation. Additional information was received that smart pass had been disabled. The consultant provided instructions on how to program smart pass back on. The system was subsequently explanted. No additional adverse patient effects were reported.